Event description:
The reporter stated that the dermatome controls were stiff and the blade insertion was difficult to operate. There was no adverse outcome for the pt because the skin was being grafted more than it should, and the skin graft was not even and uniform.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.